Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the intermittent stimulation was not supported to have been in place - error. The patient stated that the "intermittent stimulation" was taken out of the programmer. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery. It was reported that the patient's ins was turning on and off by itself. They were recently programmed and since then they felt like the ins turns off after about 20 minutes. Sometimes they felt like the stimulation turned back on by itself after 20 minutes, other times it would be going on an hour and the stimulation wouldn't turn back on. They reported they were just sitting in the same place when the stimulation turned off and on. The stimulation turning on and off was not related to a positional movement and was occurring intermittently. During the call the patient stopped feeling stimulation and said that it turned off but the screen confirmed that the ins was on. No further complications reported.